Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump battery remained at approximately 20 percent despite being placed on the charger for about an hour, and a comparative check with the user¿s phone suggested charging indication without an increase in charge level; the user reported the charger was undamaged, the device was centered on the charger, and multiple outlets were tried, and a replacement charger was arranged. Symptoms included no clinical symptoms or glycemic issues. Outcomes included no injury, no hospitalization, and no interruption of therapy reported. Investigation included customer care providing remote troubleshooting and verification of use conditions. Investigation of this case revealed a suspected charger performance issue resulting in ineffective charging of the pump. It was concluded, based on previously established findings for similar reports, that the cause was likely a malfunction of the charging accessory.